Event description:
It was reported that, during a replacement of the flowonix pump, the surgery was aborted shortly after the incision due to unforeseen circumstances. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).